Event description:
New information noted that the patient was stable.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review it was discovered that the pacemaker exhibited premature battery depletion. No intervention has been performed. Further information was requested however, was not provided.